Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. The incident involved a use error as the alinity c processing module flagged the initial result (>) to warn the user the result was suspect, and the flagged result was released out of the laboratory. However, the complaint investigation concluded that high concentration waste (hcw) drain on the alinity c processing module was contaminated/dirty. Abbott service performed troubleshooting on the alinity c processing module (B)(6) and found the high concentration waste drain was contaminated/dirty. Service cleaned the tubing, peristaltic head (rohs) which resolved the issue. The module function was verified with a control run. The service history of the (B)(6) found no additional false elevated patient results were reported after the current event was identified. Review of trending data did not identify a trend for the tubing, peristaltic head (rohs) or the alinity c processing module with regards to the current issue. Review of the corrective and preventive actions system found no non-conformances for the tubing, peristaltic head (rohs). Labeling was reviewed and found to adequately address operational precautions and limitations; component replacement; and troubleshooting for erratic results as well as information for the troubleshooting of tubing, peristaltic head (rohs). Based on the investigation no systematic issue or deficiency was identified for the alinity c processing module or the tubing, peristaltic head (rohs).

Event description:
The following incident describes a use error. The customer reported falsely elevated magnesium generated from alinity c processing module and provided the following data: on (B)(6) 2026, sample ID (B)(6) (male, 60 years old) first value > 3.9mmol/l, retest result was 0.67 mmol/l. Resutls generated from sn: (B)(6). The measuring interval of the magnesium assay is 0.25 mmol/l to 3.90 mmol/l. There was no reported impact to patient management.